Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. The cause of peritonitis was unknown. Treatment was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 1 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information was received from global pharmacovigilance which stated that on (B)(6) 2012, the patient was again diagnosed with and hospitalized for peritonitis. On an unreported date, a peritoneal effluent culture was performed and the results were unknown. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. Product surveillance made contact with the peritoneal dialysis registered nurse (pdrn) on (B)(4) 2012 regarding the reported incident. The pdrn reported and confirmed the dates of peritonitis ((B)(6) 2012) are one incident of peritonitis that was not resolved. The pdrn reported the cause of this peritonitis was due to the patient performing pd therapy in a room with a fan on. The patient was retrained on using proper aseptic technique and has recovered from this event of peritonitis. The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.